Event description:
Patient underwent coronary atherectomy of the right coronary artery. The tip of the viper wire coronary guide wire broke off into a very small distal coronary branch of the right coronary artery. No harm to the patient. Manufacturer response for csi coronary guidewire, viperwire advance-coronary guide wire (per site reporter), ccl manager notified the vendor.